Event description:
A helix concerto would not traverse the microcatheter and deploy. Several other coils were deployed successfully before and after this one. Date of service: (B)(6) 2024, 1930 ev3 concerto helix 3x8, nv-3-8-helix lot: 228437021. The defective item was held for the product rep and contact attempted on 5/29/2024. Facility is unable to make contact as of this entry; rep seems to no longer be with the company and replacement is unknown to us. Waiting to see if the defective product will be picked up or shipped back.